Manufacturer narrative:
(B)(4). Event site zip code: (B)(4). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the catheter was not automatically filling. Manual filling of iab was attempted and failed. The catheter was replaced and iab therapy was continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting approximately 76.2cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the catheter was not automatically filling. Manual filling of iab was attempted and failed. The catheter was replaced and iab therapy was continued successfully. There was no reported injury to the patient.